Event description:
During the atrial fibrillation procedure, an air leak was noted from the hemostasis valve on the agilis sheath. The agilis sheath was exchanged, and the procedure was completed with no adverse patient health consequences.